Event description:
Boston scientific received information that this right ventricular lead displayed high shock impedance levels up to 136 ohms with a competitor implantable cardioverter defibrillator (ICD). A revision procedure was performed to explant and replace the lead. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted only the distal segment of the lead was returned. Visual inspection revealed evidence of calcification over the distal shocking coil. Depending on how much calcification was on the tip before the lead was explanted, the impedance measurement could have been affected. The lead did pass electrical resistance testing confirming the conductor was intact. No further testing was performed.